Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported the IV tubing set cracked during priming. The crack was discovered prior to connection to the patient.

Event description:
It was reported the IV tubing set cracked during priming. The crack was discovered prior to connection to the patient. Although requested, there has been no additional event information made available to date.

Manufacturer narrative:
Additional information provided: section; b.5. (Patient/event information clarified/detailed), & d.11. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Device history record could not be performed on model 2420-0007 because the lot # for the suspect set was not provided.